Event description:
The technician alleged the head side rail would not latch. No pt impact.

Manufacturer narrative:
The technician replaced the head side rail center arm assembly and pin to resolve the issue.